Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an attorney via a manufacturer representative (rep). It was reported that there were issues with a malfunctioning battery. It was noted that it was not charging in (B)(6) 2019 and the patient was assisted with this issue, leading to them being hospitalized in (B)(6) [2019].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an attorney regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient had issues with her spinal cord stimulation (scs). No symptoms were reported and no further complications were reported/anticipated.